Manufacturer narrative:
This report is submitted on september 4, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2018. There are plans to reimplant the patient with a new device, however, this has not occurred as of the date of this report.

Manufacturer narrative:
It has since been reported that the device has been received; section has been updated with device details. This report is submitted january 9, 2019.